Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: on (B)(6), 2014, the patient was hospitalized with severe anemia. The patient received a transfusion and vitamin k was administered. Customer reports that prior to discharge the lab inr was most likely conducted and the inr was within therapeutic range but cannot provide the exact amount. The patient was discharged from the hospital on (B)(6), 2014 with a good prognosis. There was no additional information provided.

Manufacturer narrative:
Investigation pending.